Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the pump supplies were in use for more than 3 days with humalog insulin. Tandem technical support (cts) educated customer regarding cartridge/insulin labeling. In addition, cts reviewed pump data and determined the control iq software did not deliver insulin based off the control iq settings. Insulin was delivered based off the pump personal profile settings. Ultimately, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.